Manufacturer narrative:
(B)(4). Batch # m53g6w result: shrouds, sled movement the ec60 device was received for analysis with the clamping and firing mechanisms damaged and with an with a gst60w loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No further functional testing could be performed due to the condition fo the device. In order to evaluate the condition of the internal components the device was disassembled and the left and right handle shrouds were noted to be broken at the triggers post. No conclusion could be reached as to what may have caused the found condition however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a liver resection procedure, after reloading, did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.